Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 245 mg/dl at the time of the event and diabetic ketoacidosis. The customer was treated by staying overnight hospitalization. The customer reported crack on back of pump and battery compartment, low battery alarm, battery failed alarm and received a pump error 63 alarm-¿hardware low level failures¿. Troubleshooting was performed. The customer was using the insulin pump system within 48 hours of reported high bg event and the auto mode feature was active at the time of the event. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
No crack at the pump rails noted during visual inspection. However, the pump was received with a cracked case behind the pump near the battery tube compartment. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08735 inches. However, the pump had a high sleep current measurement. The pump was monitored and no pump error 63 alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Pump error 63 alarm (variableinfo = 15) ((B)(6)) was recorded and found in the formatted history file on: (B)(6) 2024 13:23:02.000 pump error 63 alarm (variableinfo = 15) ((B)(6)) was confirmed according in the formatted history file, suspected on hw. In further full review of the pump history/traces on the event dates of (B)(6) 2024 and (B)(6) 2024, there were no unexpected alarms/suspends. Unable to verify daily total of basal/bolus and all insulin delivered on the event dates of (B)(6) 2024 and (B)(6) 2024 listed on smartsolve due to insufficient data in the trace/history files. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2024 in the formatted history file. Please see below for pump errors/alarms noted 1 week prior to the event date (B)(6) 2024 in the formatted history file.  Sensorexpiredalert (794) was recorded and found in the formatted history file on: (B)(6) 2024 15:07:21.000 lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2024 15:38:00.000 (B)(6) 2024 14:28:00.000 lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2024 14:44:00.000 sensorerroralert (801) was recorded and found in the formatted history file on: (B)(6) 2024 19:15:08.000 (B)(6) 2024 15:00:09.000 sgcalibrationerror (776) was recorded and found in the formatted history file on: (B)(6) 2024 14:08:51.000 the pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No sensor expired alert, lost sensor alert, sensor error alert, sg calibration error or unexpected sensor errors or anomalies were noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts noted. No failed battery alert/battery failed alarm recorded in the formatted history file on the event date. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2024 14:28:00.000 insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2024 14:24:11.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2024 at 10:49:59 am. There was no power data available for the date of (B)(6) 2024. Unable to check power data for low battery alert. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on hw (pcba 1/pcba 2). Force sensor zero offset within specification (23.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage at the pump rails was not confirmed, however, other cosmetic damage (back of pump - battery compartment) was noted. Unable to verify customer alleged for high bgs/euglycemic diabetic ketoacidosis (edka). The force sensor is within specification and the motor functioning properly. Pump error 63 alarm (variableinfo = 15) ((B)(6)) was confirmed according in the formatted history file, suspected on hw. Also, failed battery alert/battery failed alarm and intermittent high sleep current measurement (unexpected battery power loss) were confirmed suspected on hw (pcba 1/pcba 2). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.